Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing which led to pacing inhibition. No asystole was observed. This rv lead and the existing cardiac resynchronization therapy defibrillator were then explanted and replaced. No additional adverse patient effects were reported.